Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: it is reasonable there was no error in the sterile processing, manufacturing or material of this product/lot combination that would be a contributing factor in the reported allegations. A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for deep infection. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2001, date of event (onset): (B)(6) 2006, (left hip). Treatment: hip was eventually explanted & revised in (B)(6) 2011, in another state/another hospital.